Event description:
The complainant alleged that while monitoring a patient, age and gender unknown, they changed to defib mode and the device shut down and would not power-up again. The complaint did not indicate that there was any adverse effect to the pt as a result of the reported malfunction.